Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
(B)(4). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to re-flash software on the syringe module. If flashing software did not resolve the issue, (B)(6)will replace logic board. Ref: (B)(4).